Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during a pacing threshold test, the local field representative (fr) reported to have lost radio frequency (rfd) abilities. The threshold test did not end when desired. The patient is pacemaker dependant and nearly became syncopal. There were no additional adverse patient effects. The device remains in service.